Event description:
During renal artery stent placement, stent came off balloon, lodged in iliac artery. Prolonged attempts to retrieve stent using snares and retrieval forceps unsuccessful. #11 french sheath inserted. Dissection and performation of mid-portion of right iliac artery. To surgery for repair. Expired next day.